Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and a lead impedance out of range alert triggered. It was noted on (B)(6) 2015, the rv pacing impedance rose to 1026 ohms, then 4047 ohms reading occurred on (B)(6) 2015, up from a trend in the 500-600 ohm range.

Event description:
It was reported that following implantable cardioverter defibrillator (ICD) replacement, the patient presented to the emergency room due to abdominal pain and suspected bleeding related to replacement procedure. It was further reported infection was present. The patient underwent a surgical procedure related to the infection and the device remains in use. Additional information indicated the right ventricular (rv) lead pacing impedance measurements had jumped a few days following the replacement procedure and high rv pacing impedance was observed. It was noted a "bad screw in of the electrode into the header" was suspected, along with the possibility of a lead integrity issue. The ICD was reprogrammed and a rv lead revision procedure is planned. No further patient complications have been reported as a result of this event.